Event description:
It was reported that (1) atw35 was used during a diagnostic laparoscopy and salpingo oophorectomy procedure. It was reported by the rep that the surgeon attempted to fire atw35 endoscopic cutter and experienced a jammed instrument. A second instrument was opened and fired successfully and case was completed successfully. There was extended operating room time by five minutes.